Event description:
ICD clinic check. Upon interrogation of defibrillator charge cirucit inoctine. Technical service called, instructed to reset circuit indicator and recharge. This was done x 2 without success. Tech serv suspected component malfunction of defibrillator and advised replacement. Implantable cardioverter defibrillator generator removed and replaced. Pre-op, pt reported to dr they had been more fatigued with increased dyspnea.